Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (ldc) and rising pace impedances and therefore was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).